Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a left knee revision due to implant loosening. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02691. D10 medical devices: lps flex femoral component nitrogen hardened size e left catalog#: 00596801551 lot#: 65323023. Unknown tibial insert catalog#: ni lot#: ni. G2 foreign source: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.